Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the lead replacement procedure the device failed to identify vt and decreased sensing was observed. The patient was cardioverted by external defibrillator. The patient was hospitalized. The lead was repositioned. The patient was in good condition.